Event description:
It was reported that approximately one year and five months post a port placement, the patient allegedly complained of swelling and pain around the neck during chemotherapy. It was further reported that there were allegedly scratches like bending marks on the catheter and subcutaneous leakage due to catheter damage was suspected. Reportedly, local infection was suspected. Furthermore, a culture test was performed but no infection was confirmed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter was received in two segments for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A kink was noted to the proximal catheter segments and a split was noted approximately 5.6cm from the proximal end of the catheter returned. A partial circumferential break was noted approximately 5.2cm from the proximal end of the catheter returned and the edges were noted to be jagged and the surface was noted to be granular in both regions. Therefore, the investigation is confirmed for the reported catheter deformation and identified fracture and catheter wear issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and five months post a port placement, the patient allegedly complained of swelling and pain around the neck during chemotherapy. It was further reported that there were allegedly scratches like bending marks on the catheter and subcutaneous leakage due to catheter damage was suspected. Reportedly, local infection was suspected, and a culture test was performed, but no infection was confirmed. There was no reported patient injury.